Event description:
Procedure: lung resection. Patient sex: unk. According to the reporter: the first and second firing failed as the instrument fired over both tissue and a grasper. However, the third firing also failed though the surgeon confirmed there was no obstruction. Manual suturing was done to complete the case. No injury. Some bleeding occurred, and the surgeon extended the incision to manually suture the incomplete staple line.

Manufacturer narrative:
Date initial report sent: 2/8/2008.